Event description:
The customer reported the monitors are not working and the system does not boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the cpu coin battery and reset the bios memory settings. The system operates as intended.